Event description:
Report of multiple complaints, with ventilator inoperative, external flow sensor not seated properly, exhalation valve improperly installed, and a air leak coming from the humidifier.